Event description:
The hospital perfusionist reported an issue he encountered with the mps console during use. He stated that the console was displaying an error code for "air in heat exchanger." The manufacturer's field service engineer (fse) was onsite and verified the occurrence of the error code in the console's log data. The fse was unable to duplicate the issue during a wet lab while at the facility. The fse replaced the fluid level sensor as a preventive measure.